Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified as customer declined to troubleshoot. Customer¿s blood glucose (bg) level was 275 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.